Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had been on antibiotics for about 3 weeks and that has messed up their digestive bowel habits. Patient said their symptoms came back since the end of january and are getting a lot of leaks. Patient wanted to see if a different adjustment would slow some of this problem down or at least reduce it to some degree. Patient was not taking a probiotic with the antibiotics which they should had been. Patient had never made any adjustment since implant. The patient was redirected to their healthcare provider to further address the issue. Patient reported lost therapy benefit and bowel symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient. They reported that the patient called back reporting ongoing concerns with therapeutic effect. Patient has been trying different programs and monitoring symptoms but wanted to know if there was any particular program that statistically worked best for fecal patients. Reviewed program expectations. Patient indicated their implanting physician has washed their hands of this and told patient this was between the patient and manufacturer at this point. Reviewed role of manufacturer. Provided physician listings as patient would like to find a physician who takes more of an active role in managing the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called and wanted to know what program works best. The agent told patient each patient was different and the programs were trial and error. Patient said they had tried programs 1-5 so far and was not satisfied with the results so far. Patient waits at least two weeks to make an adjustment. The past setting they had been on for a little over a month. Patient was getting frustrated. They were having leaks they don't feel. When patient was sitting doesn't have as many issues. When the patient was up and physically active was when they get leaks. Patient did follow up with the doctor and they said they have done their part and to contact manufacturer. Agent suggested trying the other programs they haven't tried yet. If they don't help then they could consider custom programs.